Event description:
Treatment of a large unruptured saccular aneurysm measuring approximately 13mm x 6mm located just proximal to the ophthalmic segment in the left ica (internal carotid artery). On (B)(6) 2014, it was reported the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4mm x 14mm) could not be released from the capture coil and a decision was made to remove it by trapping the pipeline braid between the capture coil and the catheter. During removal of the pipeline, it became stuck inside the navien. The navien and pipeline were both removed from the patient. The procedure continued without further complications. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.